Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) for aortic arch aneurysm. During insertion of dsf, resistance was noted. The device was confirmed, and damage in the leading end of dsf was observed. The procedure was continued using new device. No adverse event was reported.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) for aortic arch aneurysm. During insertion of dsf, resistance was noted. The sheath was removed, and damage in the leading end of sheath was observed. The procedure was continued using new sheath. No adverse sequalae was reported.